Event description:
Customer states after she began using product samples, she developed a slight 'red raised rash' under wafer's mass.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she has used stomahesive powder and barrier wipe under the product, but did not use these products before using the sample products sent. It was recommended to the end user to try using the stomahesive powder and barrier wipes before using the device and to call back if her rash does not clear up. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.